Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), it was learned that the device was not explanted. Unfortunately, no further information regarding the device/patient was provided. A copy of the operative report was requested twice; however, our request was denied. A device history record review is currently in process.